Manufacturer narrative:
One device was returned for repair with complaint that the battery compartment and battery door was damaged. Investigation found the downstream occlusion (dso) seal was detached and the upstream occlusion (uso) seal was buckling. No relevant event history found in event log. No relevant service history found within review period. Replaced uso/dso seals and performed dso/uso sensor calibration. Device passed testing criteria post repair.

Event description:
One device was returned for repair with complaint that the battery compartment and battery door was damaged. Investigation found the downstream occlusion (dso) seal was detached and the upstream occlusion (uso) seal was buckling. This indicates seal integrity was compromised and is a reportable malfunction, which could result in interruption of therapy. There was no patient involvement.